Event description:
A report was received that the patient was having pain at the pocket site due to the ipg that kept moving around in the pocket. The patient underwent a revision procedure wherein the ipg was tied down with a silk suture, so that it would not move. The patient was reportedly doing well postoperatively.